Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no reported patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were flushed. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with aniosyme 5 detergent and lta medical and albyn medical kit scope clean brushes. The scope was manually disinfected with anioxyde 1000. The scope was stored vertically in a as300 cabinet with drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. Two (2) cfus of coagulase-negative staphylococci were detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the bending section cover glue was separated and worn out. The acoustic lens was damaged. The switch key top one (1) was incised, had cuts. The universal cord was kinked. The bending tube need to be returned from maximum angulation. The probe unit piezo elements were defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera ii ultrasound gastrovideoscope. All channels tested positive for nineteen (19) colony forming units (cfus) of klebsiella pneumoniae and candida species. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.